Event description:
During a ptca/stenting treatment procedure the maverick2 monorail balloon lost pressure at 4 atm's on the initial inflation. The pt was asymptomatic during this event. The lesion involved a calcified and 99% stenotic lesion in a somewhat torotuous distal left circumflex coronary artery. It is noted that a trans-radial approach was used in this procedure. A nir stent was successfully deployed at the lesion site following the balloon rupture. Pt status is reported as 'good'.